Event description:
On (B)(6) 2022, the user came to the clinic and reported that he had abruptly stopped hearing with the device.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2022 the user came to the clinic and reported that he had abruptly stopped hearing with the device. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2022 the user came to the clinic and reported that he had abruptly stopped hearing with the device.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On 16-nov-2022 the user came to the clinic and reported that he had abruptly stopped hearing with the device.the user was re-implanted.